Manufacturer narrative:
Per tandem user guide: avoid exposure of your pump to temperatures below 41°f (5°c) or above 99°f (37°c). Insulin can freeze at low temperatures or degrade at high temperatures. Insulin that has been exposed to conditions outside of the manufacturer¿s recommended ranges can affect the safety and performance of the pump. Per tandem user guide: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. Per tandem user guide: ensure there are no air bubbles when drawing insulin from the vial into the syringe. Air in the system takes space where insulin should be and can affect insulin delivery. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer reported filling cartridges with cold insulin, filling multiple cartridges at a time and keeping spares in their pocket, and not performing the air removal step when filling cartridges. Customer was instructed to fill cartridges with room temperature insulin, to fill a cartridge only when it's being used, and was educated on the air removal process per the user guide. Customer changed pump supplies to address the issue, but occlusion recurred. Customer's blood glucose was 217 mg/dl at time of event.